Manufacturer narrative:
Customer reported that a pyxis anesthesia es drawer malfunctioned preventing user access to required medication during a procedure. The nature of the procedure was not disclosed. There was no reported delay to patient care. Customer reported that a critical medication was required but did not specify the type of medication. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service technician evaluated the device and determined that the malfunction was caused by faulty communication sled. The communication sled was replaced. The field service technician tested and verified that the drawer is now working as normal.

Event description:
Customer reported that a pyxis anesthesia es drawer malfunctioned preventing user access to required medication during a procedure. The nature of the procedure was not disclosed. There was no reported delay to patient care. Customer reported that a critical medication was required but did not specify the type of medication. Patient or user harm was not reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-apr-2020 to 01- apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device was not detected on bus and prevented user access to required medication during a procedure. A field service engineer replaced the older comm sled, as this might be the possible cause of the intermittent bus failures, rebooted the station, tested latch and sensors to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
A customer contacted bd to report that the bd pyxis anesthesia es drawer malfunctioned preventing user access to required medication during a procedure. The nature of the procedure was not disclosed and the customer did not specify the type of medication. Customer did not report a delay to patient care; however, they had to open all drawers from the back; manually, and pull the required medications from the same unit. Patient or user harm was not reported.